Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision: asr xl acetabular system - left hip - bi-lateral - right hip (B)(4). Reason(s) for revision: unknown. Update: added reason for revision, surgeon, amended original date taken from surgeon form, revision date, mw fields. Taken from surgeon form dated (B)(6) 2014 and claimsuite dated (B)(6) 2014. Reason(s) for revision: alval / soft tissue reaction. Update received 9th may 2014. Additional reason for revision added. Reason(s) for revision: alval / soft tissue reaction, pain. Update -added updated scf , added an additional reason for revision, amended revision and implant dates, added additional hospital, added all expiry / manufacturing dates and all other mw fields. Taken from (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 24 september 2015: corrected doi as (B)(6) 2008 and dor as (B)(6) 2011. The (B)(6) 2007 and (B)(6) 2015 belong to the right hip.